Event description:
On (B)(6) 2022 got a resmed airsense 11 CPAP # (B)(4), less than a year old, and the filter door on the back has broke and won't stay closed, contacted my peacehealth medical supplier they said it was not under warranty, and just tape it up or to contact CPAP.com to buy new filter door, looked like a flaw in the making of this machine, they knew right away of the problem. I contacted resmed they said to contact my medical supplier, already did it, now what? Resmed should recall this problem or cover warranty, cost me a lot of money for this CPAP. Small little white pin in picture that broke off, now door does not stay closed to use without tape to hold it closed filter should be changed on a regular basis without tape. Reason for use: sleep apnea. Been having allergies bad since my first CPAP machine that was recalled. Ref report: mw5115044.